Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient contacted the clinic with complaints of stimulation. An interrogation showed no capture on the left ventricular (lv) lead. An x-ray revealed the lead had dislodged. It was noted the patient recently began pilates and the physician thought the pulling on equipment caused the lead to dislodge. During the lead replacement procedure, the physician had difficulty getting the lead into the branch. The lead was in the branch a few times, however, dislodged during testing. The lead was removed. The patient did not have any other branches so the physician opted for a left bundle branch pacing lead. No patient complications have been reported as a result of this event.